Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). Troubleshooting was attempted to no avail. The physician suspected there was air in the system. A surgical procedure was performed in which the existing aus was removed and replaced. Upon explant, a hole was identified in the cuff. There were no further patient complications.